Manufacturer narrative:
The sureform 45 curved tip stapler instrument involved with this complaint has been returned for evaluation. The reported issue was replicated and confirmed by the failure analysis (fa) testing. The instrument was found to have a failed engagement test during in-house testing. The instrument was placed on an in-house system and failed the engagement test. The root cause of this failure is attributed to device design. An additional failure that was related to the reported issue was also identified. The instrument was found to have a misaligned roll gear. The roll gear would go over the hard stop causing the engagement failure of the instrument. The root cause of this failure is attributed to device design. No image or procedure video was provided for review. A review of the instrument log for the sureform 45 curved tip stapler instrument (480545-04/t90220411 0198 ) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer experienced a greater than a 30 minute delay after the start of the procedure due to engagement errors with the instrument. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform 45 curved-tip stapler instrument did not engage. It was removed and reinstalled with the same reported issue. The procedure was completed with a greater than 30 minute delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the total amount of time that the procedure was delayed was about 30 minutes of total time in the operating room. The procedure delay by the rubber fragment falling/retrieval was by 10 minutes (refer to the report under patient identifier (B)(6)). The instrument engagement issue procedure delay was by 15 minutes. The cause of the delay was due to troubleshooting and trying to make the instrument work. The fragment was found and retrieved during the case. It was confirmed that all fragments were retrieved. It is unknown if the surgeon believes the instrument broke or caused the fragment falling issue. It was a new instrument opened to use and it was inspected prior to use and nothing unusual was observed. The issue occurred during the instrument removal. It worked fine at first and it started to not get recognized by the machine when we tried to load it the second time. No instrument collision with any other instruments or any other hard material occurred during the surgical procedure. The instrument was removed during the procedure and the wrist was straightened prior to removal. No additional damage was observed. The instrument engagement issue was resolved by using another stapler.